Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported that #367364 partially retracted after phlebotomy. It will not retract all the way. "Ut wingset retracted half way after phlebotomy procedure. 23g utpbbcs #367364 partially retracted after phlebotomy. It will not retract all the way."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported that #367364 partially retracted after phlebotomy. It will not retract all the way. "Ut wingset retracted half way after phlebotomy procedure. 23g utpbbcs #367364 partially retracted after phlebotomy. It will not retract all the way."